Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: date in section d6b should be removed as leads remain implanted in the patient's body.

Event description:
Related manufacturer reference number:1627487-2023-03724. It was reported that the patient was experiencing inadequate stimulation die to high impedance on the leads. As a result, surgical intervention was taken place on the (B)(6) 2023 where the leads were attempted to be replaced but were unable to be removed. Therefore, two new leads were added "to" address the issue.

Manufacturer narrative:
The date of event is estimated. Further information requested, not yet received.